Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 . (B)(4).

Event description:
It was further reported that the lead had dislodged.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise in threshold into a high range. X-ray imaging appeared normal. The lead was repositioned and remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).